Event description:
The device was returned for disposal after the patient expired. The leads subsequently tested out of specification during manufacturer's analysis. There is no allegation the death was device related. Cause of death has been requested but not received.